Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced intermittent or erratic stimulation. The stimulation was turning on and off daily. The stimulation changes were not related to positional movement and the patient had not had any falls or trauma associated with the issue. The patient checked their implantable neurostimulator (ins) with their programmer and saw a message indicating that the loss of therapy was due to a low ins battery. They saw a charge your ins battery screen and thought it meant the programmer batteries. The patient would put the recharger on and see the icon blinking at 1/4 full. The patient would then go back to their patient programmer and turn the stimulation on. It was reviewed that every time the battery felt below 25% the stimulation would stop. The patient did not know this previously and understood after clarification. The patient was also having pain in the sacroiliac region. The patient had this pain prior to the ins being implanted and the ins took this pain away but it had returned due to the stimulation shutting off. The patient was indicated for non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the stimulation issues were resolved after receiving the charging clarifications. If additional information is received, a follow up report will be sent.